Event description:
It was reported by service report that the base of the footboard is cracked. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Cracked footboard.